Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket required replacement. A technical support specialist (tss) emailed the customer the knowledge article regarding the pocket exchange process to resolve. The tss decided to close the complaint file as no response from the customer end. The system functioned as intended after the tss troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple cubies required replacement. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.